Event description:
It was reported the patient's blood glucose level rose to over 450 mg/dl while wearing the pod. The patient reports the pods adhesive failed to adhere and the cannula had become dislodged from the pod infusion site. In addition the patient reports they have a rash at the pod infusion site from the adhesive. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.